Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive sheath was returned with its native dilator still inserted which required removal of the accessory to proceed with the further analysis. Microscopic inspection of the hemostatic valve identified the internal valve torn by the center slit on the inner face. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal valve.

Event description:
The faradrive steerable sheath was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). It was reported that the sheath was leaking and would constantly draw in air bubbles during aspirations. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
The faradrive steerable sheath was selected for use during the pulmonary vein isolation procedure to treat atrial fibrillation (a fib). It was reported that the sheath was leaking and would constantly draw in air bubbles during aspirations. The device was replaced, and procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis.